Manufacturer narrative:
(B)(4). As the sample was discarded by the consumer and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between a minicap and a minicap transfer set, described as the minicap falling off. There was no patient injury or medical intervention associated with this event. No additional information is available.